Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was high but customer could not recall the cause of it. Reportedly customer applied manual injection with insulin pen to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.